Event description:
A high blood glucose level was reported, but the specific value was not provided as it was displayed as "high" on both the cgm and bg meter. Cause was not known. The customer took corrective action by administering a correction injection using multiple daily injections (mdi). No further assistance was required, and the caller declined a supplies or system check.